Event description:
On the event date, the pt reported that about 2 weeks ago he noticed the down button on his insulin infusion device was not working properly. He stated that while he was trying to bolus, he had to press the button several times before successfully programming the bolus. The down button pops up when pressed. His device has never been dropped or exposed to water or insulin ingress. He believes that as a result of this issue he has had elevated blood glucose. His last blood glucose reading was 400 mg/dl. He stated his infusion set and tubing was changed today but had not previously been changed for 5 days. The pt was advised to change his headset every 3 days. On f/u with the pt six days later, he stated his blood glucose has returned to his normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.